Event description:
It was reported that the patient met the clinical engineer in the hospital for a regular fitting. The last testing showed a lot of damage to the electrode array. Her parents don't remember any impact to the implant area. Presently, 6 electrode channels show hi, with another electrode with an ok status but with a very high impedance value. Another electrode is extra-cochlear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.